Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was 162 mg/dl. Customer also stated that the insulin pump insulin pump had multiple pump error alarm. Customer reports they were able to clear the alarm and able to rewind the insulin pump. Customer was advised to performed self-test and test was passed. It was also stated that the fill cannula was recorded in daily history. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.